Event description:
It was reported that the patient received an inappropriate shock after antitachycardia pacing (atp) accelerated supraventricular tachycardia (svt). Programming changes were made. There were no adverse health consequences to the patient.